Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurately high readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 8:30am she obtained a reading of ¿180mg/dl¿ on the lfs meter and ¿115mg/dl¿ on the bayer meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 20 minutes after the alleged issue occurred, she developed symptoms of ¿shakiness, nervousness and weak knees.¿ the patient denied receiving any medical intervention in response to her alleged symptoms. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing and an approved sample site for testing. The patient was found to be using the correct testing steps and her test strips and test strips vial were in good condition. A control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia.